Event description:
The customer reported that an 840 ventilator was displaying touchframe block messages. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the touchframe printed circuit board (pcb) and the cable. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref # (B)(4).